Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted heartsine to report that a customer¿s device did not emit audio when turning the device on/off. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event

Event description:
A distributor contacted heartsine to report that a customer¿s device did not emit audio when turning the device on/off. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return, the device was not issuing audio prompts. The reported fault was attributed to a faulty speaker. The device was scrapped by heartsine and the customer was provided with a replacement device.